Event description:
It was reported that the patient was experiencing overstimulation. An x-ray was taken which determined that the lead was out of the epidural space. The patient underwent an explant procedure and the explanted device was not returned.